Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection, incision site erosion and skin necrosis. Blood cultures confirmed for (B)(6). Antibiotic treatment was undertaken and the implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.